Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported the 2.0 x 15 mm rx voyager nc balloon catheter was used for pre-dilatation. The first pre-dilatation was successfully performed. However, during the second or third inflation, the catheter would not hold at 16 atm as the pressure gradually reduced. According to the physician, a leak might have been in the proximal end of the balloon. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of the pinhole in the balloon over the proximal marker, .5 mm distal to the proximal end of the proximal marker. There was a scratch on the balloon proximal to the pinhole extending proximally for a length of 1 mm. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product noted blood visible in the balloon and inflation lumen, which is consistent with a leak or rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator was used to pressurize the balloon catheter when fluid leaked out of a pinhole in the balloon over the proximal marker, .5mm distal to the proximal end of the proximal marker, confirming the reported rupture. There was a scratch on the balloon proximal to the pinhole for a length of 1 mm. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, or previously implanted stents, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Also, it was reported the balloon was able to be inflated the first time successfully with no issue. The patient anatomy was described as moderately calcified, which likely contributed to the balloon rupture. It is likely that the balloon material was damaged during interaction with other devices and/or the lesion such that the balloon ruptured at 16atms during the second or third inflation, which is below the rated burst pressure of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.